Event description:
The manufacturer received information alleging a ventilator failed a step during testing. The device was not in patient use. The device has yet to be returned to a third-party for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third-party service center's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a step during testing. The device was not in patient use. A third-party service center received the device for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.